Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited intermittent oversensing of noise which resulted in pacing inhibition. The physician scheduled an explant procedure, and the rv lead was eventually explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual analysis found that friction between the lead and device in the middle region is consistent with an external insulation abrasion. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited intermittent oversensing of noise. The physician scheduled an explant procedure, and the rv lead was eventually explanted and replaced. The patient was in stable condition throughout.